Manufacturer narrative:
The device was not returned to the u.s MFR for eval. A follow up report will be submitted if the product is returned, and if the investigation results require.

Event description:
It was reported that during a craniotomy, the perforator chuck heated up. Backup equipment was used to completed the procedure. No pt or user injury was reported, as a result of the chuck. It was also reported that during the same procedure, the dura mater was torn, which resulted in a csf leak. The leak stopped on it's own and the surgeon was able to repair the tear using a dura patch. It was reported that a codman (non-stryker) perforator bit was being used with the stryker perforator chuck. The codman perforator bit was the device to tear the dura mater. This incident did not impact the pt's surgical outcome, recovery, or length of hospital stay. No long-term health implications for the pt are expected.